Event description:
A pt, via cathetrer, was being treated with a system 1000 hemodialysis machine. During the treatmen5t, the pt complained of being cold and wet and then went into cardiopulmonary arrest. Blood was observed on the pt. The pt was resuscitated, to units of blood were administrered and the pt was ultimately stabilized. It was reported that the venous lumen of the catheter was partially disconnected from the venous lumen of the catheter was partially disconnected from the venous side of the blood tubing without an alarm.